Manufacturer narrative:
Apoc incident (B)(4). Additional lot used. Lot#: n19174, mfg date: 06/23/2019, expiration: 12/07/2019. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded positive results on a (B)(6) year old female patient with suicidal ideation. The customer was using cartridge lots n19131 & n19174. There was no patient information at the time of this report. The customer stated that no clinical decisions were made based on the I-stat1 results. Return product from both lots are available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/07/2019. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). Returned sample testing reproduced the customer's observation of high discrepant results, likely due to heterophile antibody interference. Potential non-conformance quality record (qr) (B)(4) was previously initiated to drive further interference mitigation activities. No deficiency has been identified for ss-hcg cartridge lots n19131 and n19174.